Event description:
It was reported that after a surgical procedure the drain broke during removal. The physician had to remove the fragment surgically. The drain reportedly broke approximately 1/2" below the connector.